Manufacturer narrative:
The technician replaced the non-functioning power control module to repair the bed.

Event description:
Info received indicates the bed has no function working from the siderails.